Manufacturer narrative:
The device history record was reviewed for stock code 12255 with lot number m0330a202 and it was found that the product met the manufacturing and quality specifications. We were unable to evaluate the device as it was not returned to kimberly-clark for analysis. The directions for use state, "use carefully for patients with altered levels of consciousness." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. The device was not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report from italy, stating, "during the cleaning of the patient's oral cavity, the patient closed the mouth and managed to detach the sponge (that had dentifrice on it) from the stick with his teeth. The nurse managed to take it out from the patient's month before he could have swallowed it." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).